Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg began to flip in the pocket after the patient lost a significant amount of weight. As a result, the patient's ipg was sutured down in the pocket via surgical intervention on (B)(6) 2017.